Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red as resembles a burn. There was no open skin or bleeding reported. The patient has no known allergies. There was no alleged device malfunction contributing to the irritation. The patient used neosporin and then was prescribed a cream by a medical professional. The patient could not recall the name of the medication. Follow up indicated the irritation improved.